Manufacturer narrative:
This supplemental report is being submitted to correct section h1.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional regarding the patient, procedure and the concomitant devices that were used but no additional information was provided. The referenced device was not returned to olympus. The cause of the reported event could not be confirmed. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure the tip of the device melted off and fell inside the patient. The tip then fused with the patient. The staff brought in a surgeon to surgically remove the melted piece from the patient. It was also reported that the doctor had the electrosurgical generator turned to 100 watts for an hour. The patient outcome is unknown and it is unknown whether the melted piece was retrieved from the patient or not.